Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the injector was damaged during use. Event description: it was reported that injector damaged during preparation of anticancer drug, causing leakage. Follow up performed: what part of the device break? Did the leak occur as a result of the damage? Was there any patient or user impact due to the leakage? Per response: unknown.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the injector broke during use. One syringe assembled with the injector was provided for investigation. Our quality team performed a visual inspection and did not identify any damage or defects in the product or its components. We also conducted functional testing by assembling the injector with a syringe and protector. In all cases, the product operated as intended: liquid flowed through the system without issue, and no damage occurred to the device. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and the product is free from damage. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the information available, we have not identified a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.